Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found set screws broken off inside both hex rods and all 4 casters faulty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the set screws and all four casters to resolve the issue. Based on this info, no further action is required.